Manufacturer narrative:
Correction: device code updated to reflect new information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information obtained indicated that the ipg was explanted and replaced due to not getting effective stimulation in the lower back. Effective therapy was restored with the new ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-09218. It was reported that the patient will be having a revision on their scs system. No further information is known at this time.